Event description:
A ds2adv auto CPAP device was returned to a third-party service center with reports that service was required. There was no report of harm. During the evaluation of the device, the service technician observed modem with burned components. The pca was replaced. The device was checked, and it passed the functional test.